Event description:
Voluntary medwatch received states that the patient experienced chest pain. It was also reported that the right atrial (ra) lead exhibited low impedance and high thresholds. The atrial lead position check failure was noted on the ra lead. No intervention was reported.